Event description:
It was reported that the device was assembled to the handpiece and attached to the generator, and would not complete the test cycle, an error code appeared but they do not remember which one. A new shear was opened and it worked fine. Procedure: anterior resection. There was no pt consequence.

Manufacturer narrative:
Burnt blade. The analysis results found that when attempting to activate the device on a gen04 gave an error code 5. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. For this reason the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.